Event description:
In a discussion with the ep lab radiology tech in 2004, the following info was obtained: the pt was being treated fro atrial flutter. A 3-d endocardial solutions mapping catheter was inserted through a cordis 8f 10cm sheath in the left groin and stayed on the left side. A 3-d endocardial solutions mapping catheter was inserted through a cordis 8f 10cm sheath in the right groin to obtain geometry. The 3-d catheer was removed and the sheath was exchanged with a daig 8f 60cm ramp sheath (model 406898). The blazer xp (model 4500thk2) was inserted through the daig sheath to perform the ablations. After 38 ablation applications, the catheter was removed. The catheter had not been previously wiped off or removed during the procedure, as recommended in the dfu. The case was continued with a 5mm blazer ii catheter (model 5086tk2) to succesfully complete the procedure. The devices were not retained. The hospital's medwatch report received 04/2004 states catheter was charred during usage. Versed, fentanyl and regaln were used to sedate the pt during the procedure. Heparin: 1000 units bolus with drip at 1200 units/hour.